Manufacturer narrative:
(B)(4). Date sent: 12/10/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric procedure the device locked on tissue. The device could not be opened and was stuck on the stomach. An attempt was made to open the trigger, the trigger returned however, the device became disjointed at the articulation joint. Due to minimal space on the tissue, it was required to use the harmonic device to cut the jaws off. The doctor is currently hand sewing as must recreate the pouch.